Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The model listed in the pli is a representative of the model family, as there is no specific model listed. The baseline gender/age characteristic is female/(B)(6) for the patients referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿cryoablation versus radiofrequency energy for the ablation of atrioventricular nodal reentrant tachycardia (the cyrano study) results from a large multicenter prospective randomized trial.¿ clinical trial registration¿url: http://www.clinicaltrials.gov. Unique identifier: (B)(4). Circulation. 2010;122:2239-2245.

Event description:
The literature publication reports the following patient complications while using a radio frequency (rf) ablation catheter: multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. There were three (3) patients with permanent/complete heart block necessitating a pacemaker implant, post-ablation procedure. No further information was provided. The status/location of the catheter is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. If information is provided in the future, a supplemental report will be issued.